Manufacturer narrative:
Covidien/medtronic reference number (B)(4).

Event description:
It was reported, during use, two samples had balloon ruptured the balloons were tested prior to insertion. A third tube was used without issue. Second tube is documented in 2936999-2015-01062.